Event description:
It was reported that the device automatically went into english subtitles. There was no patient or user involvement. One processor pca was returned for failure analysis. No fault was found with the processor board.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the device automatically went into english subtitles. There was no patient or user involvement.